Manufacturer narrative:
Correction to section h11. Boston scientific has made three attempts to retrieve the device however no response was received. Boston scientific could not confirm the probable cause for this complaint. Media inspection confirmed the allegations; however, the product was not returned for analysis to identify any anomaly with the device. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an ablation procedure, the farawave nav catheter had persistent leaks in the irrigation tube caused by a crack in the material. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an ablation procedure, the farawave nav catheter had persistent leaks in the irrigation tube caused by a crack in the material. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an ablation procedure, the farawave nav catheter had persistent leaks in the irrigation tube caused by a crack in the material. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications.